Event description:
A pk papyrus covered stent system was selected for treatment in the ramus intermedius with a balloon and ivus during which a coronary artery perforation type ii occurred. To stop the bleeding balloon dilation as performed. Thereafter, the complaint instrument was introduced into the patients body, but could not cross the lesion. After removal of the complaint instrument, the physician noticed that the stent had dislodged from the balloon. The stent could not be found.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the product release documentation were reviewed to establish whether a device deficiency contributed to this event.review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as both device- and procedure-related complication.pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.